Event description:
It was reported that this right ventricular (rv) lead was revised due to a perforation presented. An echography was performed, and a protrusion showed from the right ventricular (rv) lead wall. The physician believes that it was likely that muscle tissue was stimulated directly by the tip exiting. The rv remains in service. No additional adverse patient effects were reported.